Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an unspecified baxter buretrol set of was not fixed or secured, and easily falls off leading to a leak. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.